Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): needle broken off in patient.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). Investigation at manufacturing site did not reveal any product defect. External expertise requested. Expert report confirmed: no product defect, problem due to wrong handling by user.